Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic laser probe was stuck, the tip was found damaged and the light beam was not focusing correctly. Procedure was completed by replacing the product. There was no patient impact.

Manufacturer narrative:
The 23-gauge articulating illuminated ophthalmic laser probe was received and a visual assessment of the returned sample revealed the sample to have a damaged tip. However, as to how or when it became damaged remains inconclusive. Trocar testing was performed and revealed excess adhesive on cannula-nitinol junction. The reported event of the stuck laser probe was confirmed. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event of the stuck laser probe is attributed to excess adhesive on cannula-nitinol junction. Based on the information obtained, the root cause of the reported event of tip damage is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).